Manufacturer narrative:
(B)(4). A review of all batch record documents for lot number 13g04h15 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The received sample was not the actual sample used by the patient reported in this event. As the sample was not returned, a complete device evaluation could not be performed. A CAPA was referenced for this issue. Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported that there was insufficient iodine in the pack of the minicap. The event occurred before use. No patient injury or medical intervention was indicated as a result of this event. No additional information is available. This is report 3 of 3.

Manufacturer narrative:
(B)(4). A batch review of lot 13g04h15 will be performed. The device has been received but the evaluation has yet to be completed. Should additional relevant information become available, a supplemental report will be submitted.